Event description:
It was reported that the patient is a chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 42 days post the index procedure, the patient was noted to be experiencing unknown symptoms. The patient was diagnosed with urinary tract infection (uti) and treated with medication. The patient uti symptom was reported to have resolved around (B)(6)2019. The investigator assessed device relationship to the patient symptom as unlikely related. The procedure relationship to the patient symptom was assessed as possibly related.

Manufacturer narrative:
B5 event description: updated with uti treatment and resolution of uti. This report is for the same patient as manufacturer report: (B)(4). The subject device was not returned for analysis; therefore, a functional test as well as visual analysis cannot be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is a chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 27 days post the index procedure, the patient was noted to be experiencing unknown symptoms. The patient was diagnosed with urinary tract infection (uti) and treated with medication. The patient uti symptom was reported to have resolved approximately two a half months post onset symptom. The investigator assessed device relationship to the patient symptom as unlikely related. The procedure relationship to the patient symptom was assessed as possibly related.

Manufacturer narrative:
B5 event description: updated with uti onset timeline and approximate resolution. This report is for the same patient as manufacturer report: 2937094-2020-00560. The subject device was not returned for analysis; therefore, a functional test as well as visual analysis cannot be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2020-00560.

Event description:
It was reported that the patient is a (B)(6) tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 42 days post the index procedure, the patient was noted to be experiencing unknown symptoms and required medical attention due to the symptoms. The patient was diagnosed with urinary tract infection (uti) and the symptom is still continuing. The investigator assessed device relationship to the patient symptom as unlikely related. The procedure relationship to the patient symptom was assessed as possibly related.